Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device remains implanted in the patient. A clinical evaluation of the adverse event/incident could not be completed. Medical records nor medical imaging relevant to the reported adverse event/incident were received by endologix. Due to the lack of receipt of relevant medical records and/or imaging; event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar incidents. H3 other text: device remains implanted in patient.

Event description:
The patient was treated for an iliac artery aneurysm on (B)(6) 2022 with the implant of an alto abdominal stent graft system. The diameter at the common iliac artery aneurysm was 30mm, and the length of the proximal neck was 117mm. The alto main body was deployed via right access. Polymer fill was performed, and the contralateral ovation ix iliac limb was deployed. After 14 minutes, balloon touch-up was performed, and the ipsilateral ovation ix iliac limb was deployed. After a balloon touch-up, a type ia endoleak was confirmed. Additional balloon touch-up was performed and it did not resolve; therefore, a gore (non-endologix) excluder cuff deployed. Although the type ia endoleak remained, it was deemed not to affect the treatment of the iliac artery aneurysm. Thus, the procedure was completed. Reportedly, the type ia endoleak was not present at the six-month follow-up. Note: per the IFU the alto abdominal stent graft system is indicated for treatment of patients with infrarenal abdominal aortic aneurysms having the vascular morphology suitable for endovascular repair with the device, which includes the following: a distal iliac landing zone with an inner wall diameter of no less than 8 mm and no greater than 25 mm.